Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, preceding/simultaneous bone augmentation, increased sensitivity, mobility. There may have been residual bacteria in the prior bone graft. Mobility and slight discomfort at 6 weeks check.